Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system, including an ipg, on (B)(6) 2011. It was reported the pt is feeling a heating sensation from his ipg when the scs therapies are disabled. The pt is working closely with his physician to determine the next course of action.